Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection procedure, an unspecified amount of unexpected bleeding occurred. The bleeding occurred during tumor dissection, originating from an unidentified tissue or vessel. The surgeon does not think that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. The amount of bleeding or whether the patient required a transfusion remains unknown. To control the bleeding, compression was applied, and the procedure approach was converted to open surgery. Specific information on how the bleeding was resolved was not provided. A cardiac surgeon was involved in the procedure after the bleeding occurred and determined that the tumor originated from the cardiac region rather than the mediastinum. The procedure was completed, and it is unknown if the patient experienced any post-operative complications, although the patient status was noted as "no problem".